Manufacturer narrative:
As returned, only the distal portion of the lead was returned in one piece measuring 56.0 cm . Analysis was completed. Visual examination found an internal insulation abrasion beneath the shock coil. The cause of noise was due to the abrasion beneath the shock coil exposing the ring electrode conductor. The reported events of lead fracture and high pacing impedance were not confirmed. X-ray examination and electrical testing did not find any indication of conductor fracture.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation it was observed the right ventricular lead was fractured, oversensing noise, and had high pacing impedance. The lead was explanted and replaced. The patient was stable.